Event description:
It was reported that during a stenting procedure in a heavily calcified internal carotid artery, the rx acculink was prepared per instructions for use. The lesion was not pre-dilated and the rx acculink was advanced but would not cross the lesion. The device was removed from the patient anatomy without resistance. The lesion was then pre-dilated. The physician was again preparing the same rx acculink with heparinized saline at the syringe port, when it was noted that the solution was not entering the device but was exiting at the syringe port. The device was not reused in the patient. The procedure was completed with another rx acculink. There was no clinically significant delay in the procedure or adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.